Event description:
Report received stating that the tip of the attachment broke off during a procedure. No patient impact was reported. On follow-up it was noted that the detached portion was immediately retrieved and it was confirmed that there was no patient impact.

Manufacturer narrative:
Comments: photographs provided by the distributor confirm report. A portion of the foot of the attachment was detached. The user manual states "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff.